Event description:
Golvo lift was brought in to transfer patient from wheelchair to toilet. Patient was successfully lifted off the motorized wheelchair and transfer-assisted to the toilet bowl, but the golvo lift stopped working and unable to lower the patient's arms. The emergency lever was used to lower the arm for about 5 inches. The lift was plugged in to charge while patient was on the toilet for about 15 minutes. When patient was done and needed to be transferred back to her motorized wheelchair, the lift was unplugged and tested before use. It was functioning. Patient was placed back in the large lift pad, patient was positioned, and "up" button was pressed. Lift went up but abruptly stopped working. Patient was "hanging" about 12 inches off the floor while the 2nd person called for help to lift patient back to her chair.